Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0303x, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported that in (B)(6) 2013 the patient had a dead lead, patient had this since 3 months after original implant. Patient had a replacement surgery on (B)(6) 2016 that a manufacturer representative was present for. The patient thought they were just replacing the lead and not the implantable neurostimulator (ins) but a battery replacement was also done that day. Additional information received indication that the ins was replaced due to normal battery depletion. One contact was not functioning on interrogation but had resolved with generator replacement. Zero contact was an open circuit, greater than 40,000. No patient symptoms were reported. The cause of the dead lead was not determined. The additional information received indicated that the lead was not removed as there was resolution with the generator replacement.